Event description:
It was reported that the liquid crystal display was damaged and the user was unable to read it. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the liquid crystal display was damaged and the user was unable to read it. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was damaged, it was missing pixels. Analysis also found that the upper and lower cases and the ring cover were broken, one side bail cover and side bail were missing, that the battery drawer, one side bail cover and the battery drawer were contaminated, the battery contacts were compressed and the ring bail was bent. All affected parts were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.